Event description:
The patient was implanted with a smooth saline-filled breast implant in the left breast. Subsequently, the patient experienced "internal goosebumps" and high blood pressure. The patient went to the emergency room for these symptoms. The breast implant was removed. No other information is available at this time.